Event description:
It was reported that the insulin pump was stuck in the rewind process. The customer did not provide the blood glucose reading. She stated that she was not currently on insulin pump therapy and was strictly practicing with the device. She advised that she was not attached to the insulin pump at the time of the call. She stated that she was unable to troubleshoot at the time because she was driving. She also stated that she noticed that when she was eating a lot of carbohydrates for dinner one night, the insulin pump would not let her bolus enough. She was advised that this was likely due to the maximum bolus feature, which was set at 10 units. She stated that she would contact her trainer, noting that this was not a big issue since she had not really begun using the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.